Manufacturer narrative:
The returned handle was evaluated. The ratcheting mechanism was found to be inoperable. Rust was found on the internal ratcheting mechanism components when the handle was disassembled. The cause cannot be conclusively determined since the sterilization cycle and dry times were not provided. However, similar investigations found that the hospital was not following the dry times as required within the IFU. Based on the findings, it is suspected that this is also the case with this hospital. A review of the manufacturing records did not identify any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00693.

Event description:
It was reported that the ratcheting mechanism on two handles was found to no longer function during an inspection outside of surgery. There were no surgical or patient impacts. This is report one of two for this event.